Event description:
It was reported when using the bd phaseal¿ optima closed system drug transfer device, the device experienced leakage around/through membrane, and a damaged/ deformed product where the device is still operable. The following information was provided by the initial reporter. The customer stated: specifically, we are experiencing difficulties with drug dilution and withdrawal on some devices. We also found a damaged syringe (abnormally thinned screwing mechanism) once the device was connected to the syringe. In addition, this morning they gave us from the outpatient department a therapy that had already been set up, as the drug was clearly leaking from the injector membrane.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/18/2021. H.6. Investigation: used sample was received and decontaminated for investigation. Upon visual inspection, the membrane is not leaking, and the membrane has returned to its normal position. A CT scan was performed to further evaluate the sample. In the scan, it can be observed that the membrane junction of the connector and injector membranes are not correctly centered and with a minimum pressure between each other to create a closed space to prevent leakage. We can conclude that it is due to an unusual case of leakage through a space that is left free when the membranes of the connector and injector were connected. Additionally, retained samples from the same lot were evaluated and CT scan performed for comparison. In the scan of the retained samples, a small difference was observed, in which the membranes of the two components are well centered and it was observed how one is introduced with the other to create a closed system and no leakage can occur. A review of the device history was performed for lot 2105302, and no deviations or nonconformance's were identified during the manufacturing process that could have contributed to this problem. The product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within specification and that there is no damage to the product. The test results of the notified lot were reviewed, and all product was found to meet the required specifications. Based on the quality team's investigation, an unusual error in the mating of the connector membranes to the injector was identified, however we are unable to identify a root cause related to our manufacturing process at this time. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd phaseal¿ optima closed system drug transfer device, the device experienced leakage around/through membrane, and a damaged/ deformed product where the device is still operable. The following information was provided by the initial reporter. The customer stated: specifically, we are experiencing difficulties with drug dilution and withdrawal on some devices. We also found a damaged syringe (abnormally thinned screwing mechanism) once the device was connected to the syringe. In addition, this morning they gave us from the outpatient department a therapy that had already been set up, as the drug was clearly leaking from the injector membrane.